Event description:
It was reported that the cranial perforator did not stop automatically during a procedure. This created a small tear in the patients brain dura, this did not require any repair. Additional information has been requested from the user facility. No further information has been provided at this time.

Event description:
It was reported that the cranial perforator did not stop automatically during a procedure. This created a small tear in the patients brain dura, this did not require any repair. Additional information has been requested from the user facility. No further information has been provided at this time.

Manufacturer narrative:
.